Manufacturer narrative:
The customer reported that they were experiencing trouble with a system microphone; the operator was unable to hear the patient. The customer confirmed that there was no patient impact and no harm as a result of this event. The philips field service engineer (fse) confirmed after talking with the customer that the operator was still able to hear the patient; however, the patients¿ words were difficult to hear. The fse tested the audio, microphones, and speakers and determined that the microphones in the gantry needed to be replaced; therefore, the gantry microphone assembly was replaced to correct and resolve the malfunction. The system is operational and in clinical use. This event has been determined through further investigation to not be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported trouble with a system microphone; the operator was unable to hear the patient. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.